Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2014, inratio inr: 1.9 and 3.2, therapeutic range: 3.1 - 3.9. The time between testing was less than five (5) minutes. Reportedly , the patient "milked" the finger after the finger stick, multiple drops of blood was added to the sample well and the finger touched the sample well. In addition, the patient has lupus. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returned for evaluation. Since the product associated with complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer has lupus. Testing with an antiphospholipid antibody syndrome (aps) - insensitive laboratory method is recommended for these patients. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.